Manufacturer narrative:
(B)(4). The customer returned one photo for analysis; reference (B)(4)- pic for the customer supplied photo. Visual inspection of the photo revealed a cannula placed in a patient with the hub removed. The customer returned one cannula and cannula hub from an ez-io 25mm needle + stabilizer kit. Visual inspection of the sample revealed the cannula was separated from the hub. Signs of glue were present in the hub. The proximal end of the cannula was flattened and deformed. See anp20040514 for investigation photos. The total length of the cannula measured 1.0625" (ruler: 10171599), which is not within specifications of 1.260-1.280" per cannula product drawing 1428 rev. 01. This indicates at least 0.1975" of the cannula were separated and not returned. The outer diameter (od) of the returned cannula measured 0.07225" (micrometer: ref-002750), which is within specification of 0.071-0.073" per cannula product drawing 1428 rev. 01. The ID of the returned cannula body could not be accurately measured due to the damage at the proximal end. A functional inspection of the cannula could not occur due to the damage of the returned sample. The manufacturing DHR file was reviewed based on a potential lot number. No recorded results of manufacturing issues or anomalies were reported. Based on the customer description of, "customer acknowledged that the io needle was inserted incorrectly along the shaft at the thickest part of the tibia making removal extremely difficult. Customer acknowledged that incorrect landmarking can result in difficult needle removal" and the damage observed to the cannula, user error likely contributed to this event. Therefore, corrective actions are not required at this time. The complaint of an ez-io needle cannula broken was confirmed by complaint investigation of the returned sample. The cannula was separated from its hub and the proximal end of the cannula was separated and not returned. A device history record review based on a potential lot number of the kit and needle set did not reveal any relevant findings. Based on the customer description and the sample received, unint entionally user error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
An ezio needle was inserted into a male patient right proximal tibia. The als cnc was asked to review the cannula as the plastic head of the metal shaft/cannula was fractured and came off. It is not known how this happened as the customer is unable to find out who/what happened on attempted removal of the device. The customer called me to ask for advice on how to remove the metal needle/cannula with the plastic hub missing. There was 10-12mm of metal shaft protruding from the skin and he attempted to get pliers to grip and pull out the needle from the patient's tibia. This took multiple attempts. Patient in zone b at westmead hospital ICU. Needle has been able to be removed manually. The patient with io inserted in the tibia was transferred from auburn hospital via ambulance and arrived at westmead hospital with needle in situ. Inserter name and location unknown. Customer acknowledged that the io needle was inserted incorrectly along the shaft at the thickest part of the tibia making removal extremely difficult. Customer acknowledged that incorrect landmarking can result in difficult needle removal. Have requested sample once removed from the patient and pre procedure xray to add to the product complaint.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
An ezio needle was inserted into a male patient right proximal tibia. The als cnc was asked to review the cannula as the plastic head of the metal shaft/cannula was fractured and came off. It is not known how this happened as the customer is unable to find out who/what happened on attempted removal of the device. The customer called me to ask for advice on how to remove the metal needle/cannula with the plastic hub missing. There was 10-12mm of metal shaft protruding from the skin and he attempted to get pliers to grip and pull out the needle from the patient's tibia. This took multiple attempts. Patient in zone b at (B)(6) hospital ICU. Needle has been able to be removed manually. The patient with io inserted in the tibia was transferred from (B)(6) hospital via ambulance and arrived at (B)(6) hospital with needle in situ. Inserter name and location unknown. Customer acknowledged that the io needle was inserted incorrectly along the shaft at the thickest part of the tibia making removal extremely difficult. Customer acknowledged that incorrect landmarking can result in difficult needle removal. Have requested sample once removed from the patient and pre procedure xray to add to the product complaint.